Event description:
A long olecranon plate was implanted on (B)(6) 2014. The plate broke postoperatively and was explanted on (B)(6) 2015.

Manufacturer narrative:
The broken plate was returned in two pieces with the break at the fourth slot (of five) from the distal end of the plate which was approximately the middle of the plate. The plate had some slight scratches on the top surface and sides of the plate near the second and third distal slots. The broken surfaces of plate had both smooth surfaces and rough surfaces indicating a fatigue fracture where the plate ends rubbed against each other until the plate was weak enough and a single overload event caused the fracture of the rest of the plate. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break. Additional MDR's associated with this event: 3025141-2015-00081: plate.